Manufacturer narrative:
H3: product analysis for part #5584111; lot # k23d1242. Visual inspection confirms the entire torx tip of the instrument has been sheared off. Optical examination of the fracture surface revealed a fairly flat fracture surface and circular material flow. The damage to the driver tip is consistent with overload. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information obtained from user facility via manufacturer representative regarding a driver used in spinal therapy. It was stated that the driver was found to have a broken tip. No patient was involved in this event. No further complications were reported regarding this event.